Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had an upper display failure. The ventilator was replaced, no harm reported. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphical user interface printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. The issue will continue to be internally investigated.